Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunction was identified during the device evaluation: worn out lock latch on video connector causing loss of image when wiggle the scope end connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had intermittently shorting out. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out lock latch on video connector causing loss of image when wiggle the scope end connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: worn out lock latch on video connector due to loss of image when wiggle the scope end connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.